Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon interrogation, it was noted that the right ventricular lead had high out-of-range impedance. Previous merlin transmissions were reviewed and it was confirmed that device had high out-of-range impedance for the past year. The patient had no reported symptoms and will continue to be monitored.

Event description:
New information received notes that the patient's right atrial lead had high pacing threshold and the impedance was still high and out of range. The lead was capped on (B)(4) 2019 and replaced with another lead. The patient's condition was stable before and after the procedure.